Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was unable to charge the ins and had a gradual return of pain in the lower back and right leg starting about a month ago. It was reported that the patient had an appointment scheduled with their hcp for (B)(6). No further complications are anticipated.